Event description:
Patient experienced feelings of getting no air. Pt complained to family member who then noticed low pressure alarm going off. Pt went cyanotic and family member immediately switched the vent. No flow was coming from the vent.